Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the investigation results. H6: imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: three radiographic jpeg images provided for evaluation. No name, date, or demographics on the images. Cannot manipulate the images in any way. (Window leveling, rotating, etc.) Cannot provide diameter or length measurements with jpeg images. Jpeg #1 shows a possible selective angiogram that demonstrates a distal type I endoleak on the patient¿s right side. Otherwise there is not contrast within the remaining implanted devices. Cannot confirm or rule out endoleaks without contrast. Two poor quality manually rendered partial 3d images. Cannot confirm measurements or endoleaks with manually rendered partial 3d images that are provided for evaluation.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date, approximately 10 years ago, this patient underwent an endovascular treatment for iliac artery aneurysm using gore® excluder® aaa endoprosthesis and an unknown non-gore device. On the left side, trunk-ipsilateral leg and contralateral leg were placed. On the right side, a non-gore leg was placed. On an unknown date, a reintervention was performed for unknown reason. An additional contralateral leg component of excluder was placed on the right distal side. On (B)(6) 2025, another reintervention was performed for a type ib endoleak on the left side. Additional three stent grafts were implanted on the left distal side and the endoleak disappeared. On the right side, although there was no endoleak, two additional stent grafts were placed to prevent future type ib endoleak. The patient tolerated the procedure.